Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and a reddish material was observed in the pebax along with a hole on the pebax. The magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint regarding force sensor error was confirmed. Improvements have been implemented to reduce force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The customer has also provided pictures for analysis. A picture shows an error 106 observed on carto 3 screen. Another shows the catheter packaging, however, this photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. Based on the photos alone, the customer complaint related to the error 106 was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the af operation, error code '106' was displayed. The second catheter was used to complete the operation. There was no patient consequence. The reported force sensor error was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6/5/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 6/10/2020, initial visual inspection was performed and a reddish material was found in the pebax, along with a hole on the pebax. The finding of a ¿hole¿ on the pebax was assessed as an MDR reportable malfunction since the device integrity was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/10/2020 and reassessed as MDR reportable.